Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to stent strut rows 1 and 7 (counting from proximal end of the stent); struts were lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypo tube kink 720mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.